Manufacturer narrative:
The insulin pump was monitored for 24 hours, no blank display noted. All operating currents are within specification. The insulin pump passed the self test. There was no c13 isolation tape damage noted on the lcd board. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, and excessive no delivery test. The pump was received with a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, a cracked belt clip slot, and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump was received with a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, a cracked belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that he had a blank display on the insulin pump. Customer's blood glucose was 457 mg/dl at the time of the incident. Customer stated that his pump was completely black and his blood sugars were up. Customer put in another battery today and the pump wasn't coming up. Customer stated that he felt like his blood sugar was really high and when he woke up on friday and went to bolus, he noticed that the pump had a blank screen. Customer tested with a new battery and stated that the display did not return. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.